Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # m5457u. Additional information requested and received: was there any patient consequence as a result of the tighter sleeve? Nothing intraoperatively. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Unknown to us. The analysis found that one long60a device was returned in good visual condition and with an ecr60g cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a sleeve gastrectomy procedure, there was a failure to complete staple line. The cut line was completed; a few staples didn't come out. A new instrument (reload) medial repositioning of cutline, a tighter sleeve was produced. There were no adverse consequences for the patient.